Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. A review of the device history records was performed and no complaint related issues were found. The additional evaluation revealed that the screw head lost polyaxiality. The described malfunctions substantiate that the polyaxial screw head turns only after applying efforts. However, the exact cause of damage cannot be defined. An internal corrective action determination has been opened to address this issue.

Event description:
It was reported that the screw head lost polyaxiality. This is report 1 of 1 for complaint (B)(4).